Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm, failed battery alarm and low battery alarm due to motor error alarm. Device received with stripped battery cap coin slot(p). Minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had motor error, sticky buttons, random no delivery alarm and pump rejected battery alarm. It was reported that they had scratches on the screen. The insulin pump will not be returned for analysis.